Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that after the site took their initial spins, the surgeon had moved to check navigation with spine instrumentation and they were off by a few mm. There was a reported delay to the procedure of less than one hour. There was no impact to the patient related to this event.